Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's allegation was confirmed. Based on the results of the investigation, leakage occurred due to pinhole on the forceps channel, and reprocessing could not be accomplished, thus residual liquid and foreign object came out from the forceps port. The event can be prevented by following the instructions for use: chapter 4 work flow of reprocessing the endoscope and accessories. Chapter 5 reprocessing the endoscope(and accessories to be reprocessed together). Chapter 6 reprocessing accessories. ·hapter 7 reprocessing the endoscope the endoscope and accessories using the endoscope cleaning and disinfection device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that water tightness was lost due to a pinhole on the curved rubber, insufficient angle, and that the curved rubber had a flaw. The customer later confirmed that they did not clean, disinfect, and sterilize the product before returning it for evaluation. Additionally, it was not confirmed if there was delay in the start of the pre-cleaning, if the customer flushed the nozzle with air and water, and if there were any abnormalities in the accessories used for reprocessing. They also did not confirm whether they've presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and if they flushed the air/water nozzle with detergent solution. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a forceps channel pinhole. The issue was found during an unspecified event. The device was returned for repair and evaluation. During the device evaluation, the following reportable malfunction was found: residual fluid or foreign object within the forceps opening. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.